Manufacturer narrative:
Further information was requested but not received

Event description:
Related manufacturer reference number: 2017865-2022-04345. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device interrogation revealed lead fracture on the atrial (ra) lead and the pacemaker and ra lead were explanted and replaced. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2022-04345. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device interrogation revealed lead fracture on the atrial (ra) lead and on (B)(6) 2022, ra lead was capped and replaced. The pacemaker was explanted and replaced also. The patient was in stable condition.

Manufacturer narrative:
Correction: lead was capped not explanted and will not be returned. B5, h6.